Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 275cc saline, catalog: 3501640, lot: 229760. (B)(4).

Event description:
It was reported that a (B)(6) -year old female patient underwent breast augmentation with mentor smooth round moderate profile 275cc saline breast prostheses. Left breast prosthesis deflation was determined. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 6/25/2018, the mentor failure analysis lab has received the device for evaluation. Mentor became aware that the correct date of event was (B)(6) 2018. Mentor also became aware that as a result of the left breast prosthesis deflation, the patient underwent bilateral removal and replacement with (left) mentor smooth round moderate plus profile 325cc saline catalog: 3502325, lot: 7577990, sn: (B)(4), and (right) mentor smooth round moderate plus profile 325cc saline catalog: 3502325 lot: 7577990, sn: (B)(4), on (B)(6) 2018. Device investigation summary: upon receipt by mentor, the device was received without fluid. Product evaluation observed a crease on the posterior aspect. An area of shell abrasion was also found at the end of the crease. Leak test was performed, in according with mentor procedures, and a rent was discovered within the shell abrasion, measuring approximately 0.1 cm. No other anomalies were observed. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent, shell abrasion and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The device history record (DHR) of lot number 229760 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).